Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an infection occurred and there was possible myocarditis. The implantable cardioverter defibrillator (ICD)&#1241;stem was explanted and replaced with an implantable pulse generator (ipg) system. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.